Manufacturer narrative:
The serial number of the cobas pure e 402 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg+beta result from one patient sample tested on the cobas pure e 402 analytical unit. On (B)(6) 2024: the initial result of the initial patient sample was 143 miu/ml. The reporter stated that the patient went to the emergency service and no health or pregnancy issues were found. On (B)(6) 2024: the result of a new patient sample was 9000 miu/ml. The first repeat result of the initial patient sample was 12896 miu/ml. The second repeat result of the initial patient sample was 13183 miu/ml.

Manufacturer narrative:
The investigation reviewed the calibration data; the results were within specifications. The investigation reviewed the (B)(6) 2024 precision check data; the results were within specifications. The investigation reviewed the analyzer's log; the instrument check was according to specifications. There was no general reagent problem. The investigation did not identify a product problem. The cause of the event could not be determined.